Manufacturer narrative:
Ref comp# (B)(4). Investigation result: customer complaint is confirmed. Fct is worn with kinked and has super slow leak to it.

Event description:
On may 23rd, 2025, fujifilm healthcare americas corporation was informed of an event involving ec-760r-v/l. It was reported that the scope is not holding air during diagnostic procedure. There was five minutes delay due to switching scopes. This report is being reported in an abundance of caution due to unknown impact to patient.